Event description:
It was reported by phone that while a new team member was removing the cot from the ambulance that there was operator error that results in a cot roll. The operator was not fully trained and according to the sargent, should not have been operating the unit. There was no safety hook installed in the ambulance. Another operator tried to catch the he but was unable to do so. The sargent indicated that the event was the result of operator error. The emt was not injured. The pt rec'd abrasions from the fall.